Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was returned with the distal electrode tip missing. The portion missing included the distal side of the distal fitting. Visual inspection noted that the distal region of the lead body appeared curled about the middle section to the distal tip, and that the rate/sense conductor coils were extremely stretched indicating a ductile fracture. Additionally, the inner insulation was torn under the distal fitting toward the proximal side of the lead body. The inner wall of the distal fitting showed no residuals of molded neck insulation material or medical adhesive. Through our analysis and characteristic evidence of the returned lead, the damage to the lead distal tip most likely resulted from handling technique utilized during the procedure.

Event description:
Boston scientific received information that during the implant procedure with this right ventricular (rv) lead, after lead fixation and placement, fluoroscopy verified that the distal electrode tip appeared completed separated from the lead body. Reportedly, this distal tip portion remains embedded in the right ventricle of the patient's body. The proximal portion of the lead was extracted and will be returned for analysis. The procedure was completed with another lead and no additional adverse effects were reported.